Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube was cracked and resulted in a blood leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation which shows a tube filled with blood with a crack along its side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked product component. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.